Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply connector and fuses on power signal board pcb were reseated. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a control panel error and a communication error. The field engineer noted that these errors could not be by passed until system was rebooted. This is indicative of a system lockup. There is no report of death or serious injury.